Event description:
The facility reported a flogard infusion pump that presented "undetermined malfunction". It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem of a flogard infusion pump with an "undetermined malfunction" was confirmed in the sample evaluation as f38 failure. The cause was due to defective force sensing resistors. Service replaced the force sensing resistors to resolve the reported problem.